Event description:
Philips received a complaint by the customer on the v60 indicating that the carbon dioxide (co2) was too high, and a 1203 " low leak-co2 rebreathing risk" alarm error occurred. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that the carbon dioxide (co2) was too high, and a 1203 " low leak-co2 rebreathing risk" alarm error occurred. The investigation is ongoing.

Manufacturer narrative:
The customer called technical support to report that the carbon dioxide (co2) was too high, and a 1203 " low leak-co2 rebreathing risk" alarm error occurred. Per good faith effort (gfe) response, the device was not under warranty; the authorized service provider (asp) engineer was not able to evaluate or repair the device as the customer did not accept the quote. It is unknown what the outcome of the service event was, and no further information could be obtained. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired, a new service order will be opened and will be captured through philip's normal complaint procedure.